Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned page.

Event description:
Customer reported, she was having issues with infusion site. Customer's blood glucose was 600 mg/dl. Customer symptoms stated she was really thirsty. The drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. High pressure test was performed and device passed. Cannula was not bent. Customer stated, she had bloused prior to calling and would monitor if blood glucose will lower. No further information reported.